Event description:
Catheter tip in bladder. Post op day 1, while attempting to remove catheter, the tip broke off. It was not sutured. Later when touched with forceps, a piece also broke off. Required second surgery to open up wound and remove tip.